Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left main artery. An unspecified xience stent was implanted and a 4.0 mm nc trek balloon catheter was used for post-dilatation. A 5.0 x 15 mm rx trek balloon catheter was inflated twice for additional post dilatation. The balloon appeared to not fully deflate and when removing from the anatomy, resistance was felt and the shaft separated at the guide wire exit notch. The flow to the left anterior descending artery stopped and the patient had st elevation and the blood pressure dropped significantly. Part of the distal shaft was still in the guiding catheter so two unspecified guide wires were advanced past the outside of the separated shaft and a small trapping balloon was used to cushion the trek and the entire system was pulled out as a single unit. Once the catheter was pulled into the left main, st elevation went down and the blood pressure recovered. The procedure was completed at this time. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the balloon dilatation catheter (bdc) from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The reported deflation issues could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of hypotension as listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use is a known patient effect. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer noted the balloon is visualized being retracted into the guide catheter while clearly inflated. The shaft separation is not seen within the images but the device was returned and the separation was confirmed. It is unknown why the balloon did not fully deflate. The returned device did show stretching which could have prevented the deflation. If the balloon was retracted while it was still inflated, it could cause the stretching although this is unconfirmed. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the separation, patient effects and delay appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.